Manufacturer narrative:
Concomitant medical products: product ID 4076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the atrial lead became damaged during the patient's bypass surgery and had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.